Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer repeated the sample in question and ran quality controls, which were acceptable. There has been no further issue. A siemens headquarters support center specialist (hsc) reviewed the photometer data, and determined there was difference in the readings after the sample was added to the cuvette. The low result had a lower reading which would indicate lower protein addition. This could be related to pre-analytical factors causing a decreased amount of sample being delivered to the cuvette. The hsc specialist concluded that the potential cause of the discordant result was due to pre-analytical factors. The hsc specialist recommended the customer to follow proper pre-analytical sample handling conditions. The cause of the discordant, falsely low vanc result is unknown. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin (vanc) result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was reported to the physician(s) and the result was questioned by the pharmacy. The sample was repeated on the same instrument, resulting higher. The repeat result was reported as a correct result to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.